Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine follow-up, it was observed that the device was in backup vvi. The device was replaced.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the power on reset remains undetermined.